Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospital visit and hyperglycemia. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient wore the pod on the arm for approximately 49 to 71 hours. The pod was not replaced after an app error occurred. As a result, blood glucose levels increased. The patient experienced symptoms associated with hyperglycemia and sought medical assistance. On the evening of (B)(6) 2026, the patient was transported by ambulance to the hospital. The patient was admitted for overnight observation due to elevated blood glucose levels related to hyperglycemia. Treatment consisted of monitoring and pod replacement. The patient was discharged the morning of (B)(6) 2026 once blood glucose levels stabilized. The pod involved in the event was discarded at the hospital and was not available for return.